Event description:
An electronic record of an event was rec'd from a peritoneal dialysis pt. The pt reported the cone is broken and caused peritonitis. The pt as well as the clinic the pt attends was contacted for add'l info of this event. The pt reported that the drain bag tubing set was cracked at union at they plastic piece. It was learned from the peritoneal dialysis rn that this event occurred in 2006. The pt went to the ER and a sample of effluent was obtained for a culture. The pt was then ordered and treated intraperitoneally with vancomycin and gentamycin for 3 weeks. No sample has been rec'd for an eval. The pt has fully recovered with no signs or symptoms of infection to date. The pt is able to continue peritoneal dialysis as ordered with no further ill effect related to this event.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during DHR review. Lot met all release criteria. Sample analysis: no sample has been rec'd for an eval. The reported complaint is not confirmed. A corrective action qip 06-003 was opened to address this issue.